Event description:
This event was reported as active infective endocarditis, vegetation on valve, aortic insufficiency, perivalvular insufficiency and congestive heart failure. Pt was admitted to hosp ER with fever and chills. No further info was provided.